Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("bleeding /excessive bleeding nonstop") in a 36-year-old female patient who had essure (batch no. 704633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and thyroid nodular. Concomitant products included escitalopram, estradiol, ethinylestradiol;norgestimate (sprintec), ethinylestradiol;norgestrel (cryselle), ibuprofen, medroxyprogesterone acetate (depo provera) and metaxalone. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), polycystic ovaries ("pcos."), endometriosis ("endometriosis") and ovarian enlargement ("enlarged ovaries"). In (B)(6) 2011, the patient experienced device expulsion ("expulsion of essure device"). In (B)(6) 2012, the patient experienced pollakiuria ("frequent urination"). In 2012, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"), 7 years 2 months after insertion of essure. In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In 2018, the patient experienced breast tenderness ("breast tenderness"). In 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), feelings of worthlessness ("felt worthless, lack of necessity, fear of not being a woman anymore"), feeling abnormal ("lack of necessity/fear of not being a woman anymore"), uterine pain ("uterus pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back radiating pain"), proctalgia ("lower portion of anus pain"), chest pain ("chest pain") and ovarian cyst ("developed cysts all over my ovaries") and underwent oestrogen therapy ("hormonal changes describe: after removal I now have to take estrogen which affects everything"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, fatigue, feelings of worthlessness, feeling abnormal, vaginal discharge, weight increased, polycystic ovaries, endometriosis, ovarian enlargement, hot flush, breast tenderness, pollakiuria, uterine pain, abdominal pain lower, chest pain, ovarian cyst, oestrogen therapy and depression outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea and proctalgia had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, breast tenderness, chest pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, oestrogen therapy, ovarian cyst, ovarian enlargement, pelvic pain, pollakiuria, polycystic ovaries, proctalgia, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2010. About a quarter of one of the coils expelled itself through vagina. Current weight 265 lbs. Insertion details: approximately 5 coils were noted outside the ostia. The right/left ( as written)side was done first. The right/left side was then done in a similar fashion with approximately 3 coils noted outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 264 kgs. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 36-year-old female patient who had essure (batch no. 704633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection and thyroid nodular. Concomitant products included estradiol, ethinylestradiol;norgestimate (sprintec), ethinylestradiol;norgestrel (cryselle), ibuprofen, medroxyprogesterone acetate (depo provera) and metaxalone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), polycystic ovaries ("pcos."), endometriosis ("endometriosis") and ovarian enlargement ("enlarged ovaries"). In 2011, the patient experienced device expulsion ("expulsion of essure device"). In 2012, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and pollakiuria ("frequent urination"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and depression ("depression"). In 2018, the patient was found to have weight increased ("weight gain") and experienced breast tenderness ("breast tenderness"), 7 years 2 months after insertion of essure. In 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feelings of worthlessness ("felt worthless, lack of necessity, fear of not being a woman anymore"), feeling abnormal ("lack of necessity/fear of not being a woman anymore"), uterine pain ("uterus pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back radiating pain"), proctalgia ("lower portion of anus pain"), chest pain ("chest pain") and ovarian cyst ("developed cysts all over my ovaries") and underwent oestrogen therapy ("hormonal changes describe: after removal I now have to take estrogen which affects everything"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, fatigue, feelings of worthlessness, feeling abnormal, vaginal discharge, weight increased, polycystic ovaries, endometriosis, ovarian enlargement, hot flush, breast tenderness, pollakiuria, uterine pain, abdominal pain lower, chest pain, ovarian cyst, oestrogen therapy and depression outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, dysmenorrhoea and proctalgia had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, breast tenderness, chest pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, feelings of worthlessness, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, oestrogen therapy, ovarian cyst, ovarian enlargement, pelvic pain, pollakiuria, polycystic ovaries, proctalgia, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, hormonal changes describe: everything, pain, psychological or psychiatric problems condition: felt worthless, lack of necessity, fear of not being a woman anymore, hormonal changes describe: after removal I now have to take estrogen which affects everything, vaginal discharge, weight gain, pcos, sharp pains near anus and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.